Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that her daughter was at camp for children with diabetes and she had to be taken to the hospital via ambulance due to seizures and high blood glucose (bg). The patient has epilepsy and had 3 grand mal seizures in a row due to her high bg levels of over 400 mg/dl. Once at the hospital, the patient was given diagnostic testing that resulted in uti (urinary tract infection), trace amount of ketones and high bg. The patient was getting her dose of insulin and did not eat. The patient received the antibiotic (keppra), which was to be taken 2 times a day for 10 days for the uti.